Event description:
It was reported that the wire became difficult to advance and retract. During an atrial fibrillation (a fib) a farawave was selected for use. While using the catheter, the wire became difficult to advance and retract. The physician removed the wire and attempted to use a new one, but it could not be fully loaded into the guidewire lumen. Replacing the catheter resolved the issue, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.